Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 07-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implanted in a patient with a history of right salpingectomy due to ectopic pregnancy". The patient's past medical history included salpingectomy and ectopic pregnancy. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and asthenia ("asthenia"). The patient was treated with surgery (left salpingectomy on laparoscopy: no fibrosis around essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and asthenia outcome was unknown. The reporter considered abdominal pain and asthenia to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 23_may_2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1050 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-may-2017: quality safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 07-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("right essure insert perforation in myometrium") in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure removal from right tube was not possible" and medical device monitoring error "essure implanted in a patient with a history of right salpingectomy due to ectopic pregnancy". The patient's past medical history included salpingectomy (right), ectopic pregnancy, nulliparous, appendectomy, cholecystectomy, obesity and abdominoplasty. The patient had no concomitant disease. In 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), asthenia ("asthenia"), muscular weakness ("myasthenia") and arthralgia ("joint pain"). The patient was treated with surgery (left salpingectomy on laparoscopy: no fibrosis around essure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain, asthenia, muscular weakness and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, muscular weakness and uterine perforation with essure. The reporter considered abdominal pain and asthenia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 10-jul-2017 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed 522 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 10-jul-2017: reporting physician answered to perforation questionnaire: the physician confirmed that essure removal from right tube was not possible due to uterine perforation of right coil, the right essure insert was in myometrium. Event "uterine perforation" was changed "right essure insert perforation in myometrium". Para 0 was added to patient's medical history. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("uterine perforation") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implanted in a patient with a history of right salpingectomy due to ectopic pregnancy". The patient's past medical history included salpingectomy, ectopic pregnancy, appendectomy, cholecystectomy, obesity and abdominoplasty. The patient had no concomitant disease. In 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), asthenia ("asthenia"), muscular weakness ("myasthenia"), arthralgia ("joint pain") and complication of device removal ("essure removal from right tube was not possible"). The patient was treated with surgery (left salpingectomy on laparoscopy: no fibrosis around essure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain, asthenia, muscular weakness, arthralgia and complication of device removal outcome was unknown. The reporter provided no causality assessment for arthralgia, complication of device removal, muscular weakness and uterine perforation with essure. The reporter considered abdominal pain and asthenia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure removal questionnaire received. Events updated. Uterine perforation captured as incident event. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 07-apr-2017. The most recent information was received on 02-aug-2017. This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("right essure insert perforation in myometrium") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure removal from right tube was not possible / essure insert was left in place in myometrium". The patient's past medical history included ectopic pregnancy, nulliparous, appendectomy, cholecystectomy, obesity and abdominoplasty. The patient had no concomitant disease. In 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), asthenia ("asthenia"), muscular weakness ("myasthenia") and arthralgia ("joint pain"). The patient was treated with surgery (left salpingectomy on laparoscopy: no fibrosis around essure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain, asthenia, muscular weakness and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, muscular weakness and uterine perforation with essure. The reporter considered abdominal pain and asthenia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 03-aug-2017 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed 531 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 02-aug-2017: patient's information was updated. The physician confirmed that she had no past history of right salpingectomy. Therefore, the event "medical device monitoring error" was deleted. The right salpingectomy was performed later and essure insert was left in place in myometrium. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 07-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implanted in a patient with a history of right salpingectomy due to ectopic pregnancy". The patient's past medical history included salpingectomy and ectopic pregnancy. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and asthenia ("asthenia"). The patient was treated with surgery (left salpingectomy on laparoscopy: no fibrosis around essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and asthenia outcome was unknown. The reporter considered abdominal pain and asthenia to be related to essure. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain. A left salpingectomy via laparoscopy to remove essure was performed approximately 4 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, the event started during essure's use. Considering positive temporal relationship and absence of alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis and further information has been sought.